Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while inserting a cat6 into a non-penumbra sheath, the physician experienced resistance and subsequently, the tip of the cat6 became crushed; therefore, it was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.